Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) and the rhythm was accelerated into ventricular fibrillation. A shock successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) and the rhythm was accelerated into ventricular fibrillation. A shock successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported. Additional information was received and this device has been replace due to therapy upgrade. No adverse patient effects were reported. The product has returned for analysis.